Manufacturer narrative:
Device evaluated by MFR: the advancer unit and burr unit were received attached together as a single unit. The advancer knob was received tightened in a backward position. A visual and microscopic inspection of the advancer, sheath, coil and burr were performed. The annulus was noticed to be damaged. It is probable that the rotating burr came into contact with the guidewire during preparation/platforming leading to the damaged annulus and fractured guidewire. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11762. It was reported that a rotawire fracture occurred. A 1.25mm rotalink¿ plus and 330cm rotawire¿ were selected for use. During platforming, outside patient's body, it was noted that the rotawire was fractured in the middle, just where the burr was positioned. The rotawire was completely removed from the patient's body. The procedure was completed with another of the same burr, advancer and rotawire. There were no patient complications reported.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11762. It was reported that a rotawire fracture occurred. A 1.25mm rotalink¿ plus and 330cm rotawire¿ were selected for use. During platforming, outside patient's body, it was noted that the rotawire was fractured in the middle, just where the burr was positioned. The rotawire was completely removed from the patient's body. The procedure was completed with another of the same burr, advancer and rotawire. There were no patient complications reported.